Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products: pentaray nav eco 7fr, d, 2-6-2 (catalog # d128211, lot # 17750924l). Preface guiding sheath (catalog # 301803m, lot # 17671010l). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade (requiring a surgical intervention) and death. During the procedure, the patient became hypoxic and a cardiac tamponade was confirmed via x-ray and intracardiac ultrasonography. During resuscitative efforts, to include an unspecified surgical intervention, the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it occurred during catheter handling (unspecified) and not during transseptal puncture. It was noted that the adverse event could have been attributed to any of the products used during the procedure. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.